Event description:
After tube placement, stylet could not be removed. Feeding tube was removed and another device was placed successfully. Reporter did not known if instructions for use were followed for flushing tube before loading the sytley into tube and before stylet removal. No pt injury occurred. The reintubation of the pt was uneventful and the delay associated with the reintubation did not cause any pt probelms. The reporter stated the event is probably due to user error.